Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that the controller had permanent power switching. The controller was replaced and no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. The reported event (power switching) could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. An internal investigation has been opened under (B)(4) to evaluate these types of issues. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose ps1 port connector. This finding is not related to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, is still investigating this issue. Heartware will submit a supplemental report when new facts arises which materially alters information in a previous MDR report.